Manufacturer narrative:
Per -800 initial report: additional information including, post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explanted devices are not available to return to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ceramic liner after approximately 2 years and 5 months due to a retroverted socket and reported squeaking. The ceramic liner listed in this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -800 final report additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history was requested in order to progress with this investigation, however, not all were provided and thus the investigation was limited. It was confirmed that the devices were not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and ceramic liner after approximately 2 years and 5 months due to a retroverted socked and reported squeaking. Please note: the ceramic liner listed in this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.